Event description:
Post implant, tee demonstrated moderate pvl. A post dilatation of the valve was performed with an additional 2cc of contrast which improved the pvl to mild on the tee and follow up angiogram. 10 minutes after vessel closure the implanting physicians observed a change in the patient¿s hemodynamics. When the team checked the status of the implant via tee the echo demonstrated moderate centrakl ai and it appeared that the valve had migrated towards the ventricle. The femoral artery was re-accessed in an attempt to implant a second valve in order to anchor the first implanted valve. As the operator attempted to cross the implanted valve with a 0.035 straight wire the valve embolized into the ventricle. The patient was then converted to an open heart surgery, placed on emergency bypass and the implanted valve was surgically removed. It was observed during surgery that there was minimal calcification in the native aortic annulus with heavy calcium on the native leaflets. A 25mm edwards magna surgical valve was successfully implanted and the patient was weaned off bypass in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the patient was observed to have minimal native annular calcification with heavily calcified native valve leaflets. Operators expressed while explanting the valve that despite being deployed 50:50, it may have been deployed too low and not completely covering the native leaflets. It is likely that these factors may have contributed to the valve embolizing into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.